Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device's lcd screen was observed to be unreadable. The device's lcd screen was replaced to address the issue.

Manufacturer narrative:
The manufacture previously reported a ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device's lcd screen was observed to be unreadable. The device's lcd screen was replaced to address the issue. The lcd display was evaluated by the manufacturer's product investigation laboratory (pil) and found the lcd display functioned as designed and operated without issue or error codes.